Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incidence of hyperglycemia. The user changed his set, site, and cartridge in the late evening previous day, at that time his blood glucose was 281mg/dl. On hospitalization day, the pt awoke vomiting with a blood glucose of >600mg/dl. He was admitted to the hosp with a blood glucose of >600mg/dl. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.